Event description:
This lead was capped on (B)(6) 2011. There was insulation damage near the terminal pin that was unrepairable. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).